Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2019. Approximately 1 year and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 3880211 02-010-04-0320 - logic cr femoral por, right, sz 2. 6114126 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 5694525 200-02-29 - three peg patella 29mm. Pending investigation.

Manufacturer narrative:
H3. Investigation results- logic cr tib insert slope++, sz 2, 9mm with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information/reason not reported. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, g2 (initial report), h6: medical device problem code and types of investigation, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.